Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00651 thru 3012447612-2018-00654.

Event description:
It was reported that a revision surgery was performed to address a closure top and rod which migrated out of a pedicle screw, and a second pedicle screw which fractured post-operatively. The screws were removed and replaced. There were no reported patient injuries that occurred during the revision. This is report one of four for this event.

Manufacturer narrative:
Additional information: ethnicity, method, results, and conclusions - the complaint is confirmed for the one returned device (pn 07.02012.168); visual inspection revealed that the screw shank has fractured at the neck. The labeling indicates that this is known inherent risk of using this device. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. The root cause for this issue is unable to be determined without additional information.

Event description:
It was reported that a revision surgery was performed to address a closure top and rod which migrated out of a pedicle screw, and a second pedicle screw which fractured post-operatively. The screws were removed and replaced. There were no reported patient injuries that occurred during the revision. This is report one of four for this event.